Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found the lead has been stretched causing the inner tubing to be buckled. This prevents proper torque transfer when turning the is-1 pin. The distal conductor is distorted, there is blood in/on the helix/lobe mechanism and deformation/fracture in 5 cm proximal section of the inner coil. Extension problems. Damaged at implant.

Event description:
It was reported that during implant attempt, the doctor repositioned the lead several times, and on the last attempt, the helix would not retract. The lead was not used. There were no patient complications reported as a result of this event.